Event description:
Subsequent to the initial MDR, clarified information was provided. The patient as taken to the emergency department and treated there with glucose tablets. The patient as in the ed for 6 hours until they stabilized.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information/correction. H6 health effect - impact code - correction to remove code f08 hospitalization or prolonged hospitalization. H6 health effect - impact code - additional.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the day of the event, the patient was hospitalized due to a hypoglycemic episode with loss of consciousness. The closed loop system continued to increase her basal insulin rate under the assumption that her glucose was high (based on the cgm reading), however, her blood glucose was low. The g7 did not alert her until she was severely hypoglycemic. The patient attempted to buy sugar tablets at the pharmacy but fainted while reaching for them. There was no information about the treatment or medical intervention provided. Since then, she has experienced additional severe hypoglycemia with the dexcom g7 that required significantly more sugar than usual to treat (over 50 grams). At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.